Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) tubing was revised due to the patient could feel the tubing; it was malpositioned. There was redundant tubing coming out of the cylinders. The tubing was trimmed, and new connections were made. The device was not explanted. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) tubing was revised due to the patient could feel the tubing; it was malpositioned. There were no patient complications.